Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr 3.5 x 28mm stent delivery system (sds) was returned for analysis. A visual examination found centre to distal struts distorted, stretched and pulled distally over distal tip. The proximal struts were not damaged and the od (outer diameter) is measured within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were evenly folded. The balloon did not appear to be subjected to positive pressure. Crimp stent markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The 89% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a 3.0x15mm non-bsc balloon catheter, a 3.50 x 28 synergy" drug-eluting stent was advanced to treat the lesion. However, the stent was caught by the calcium and the strut was broken and subsequently migrated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The 89% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a 3.0x15mm non-bsc balloon catheter, a 3.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent was caught by the calcium and the strut was broken and subsequently migrated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.